Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3487a-45, lot# v058452, implanted: (B)(6) 2008, product type: lead; product ID 3487a-45, lot# v058452, implanted: (B)(6) 2008, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a ¿jolt of pain¿ when they turned the stimulator on.

Event description:
It was reported the patient was in a motorcycle accident (B)(6) 2012. The patient's implantable neurostimulator (ins) was checked while he was in the hospital, and everything was reported to have been working properly. When the patient got home they turned the ins on and the patient experienced pain in the "spot where he usually feels stimulation". Additional information has been requested, but was not available as of the date of this report.